Event description:
It was reported that the user received a ¿dosing stops in x hours¿ alert related to cgm sensor expiration and later experienced elevated blood glucose, with a reported high of approximately 401 mg/dl displayed on the ilet. Outcomes included temporary hyperglycemia without reported clinical symptoms and no need for medical intervention or hospitalization. Investigation included review of alert history, confirmation of cgm sensor expiration, and guidance to enter a fingerstick glucose value and replace the sensor. During follow-up, it was noted that the user had experienced multiple instances of cgm connectivity loss and had received alerts indicating low cgm battery and remaining transmitter sessions. The user was transferred to dexcom for guidance regarding cgm replacement timing. Investigation of this case revealed no malfunction of the ilet device, and the event was attributable to cgm sensor expiration and battery-related connectivity limitations rather than a pump failure.